Event description:
It was reported that during a hemicolectomy procedure, when the doctor was going to use the device, the anvil of the device did not enter into the avil shaft. Hand suture was used to complete the procedure. The procedure was prolonged by 30 minutes.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.